Event description:
Meter name: one touch basic original, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: head felt big and dizzy. A pt reported they were seen by dr. Their meter allegedly would only prompt insert strip. The result on their meter was unable to test. The result on the dr's meter was unk. No comparison performed. Treatment was dr put customer on insulin. Insert strip problem was resolved. No further info has been reported.